Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the right ventricular lead exhibited loss of capture. On (B)(6) 2019, during revision procedure, the lead was attempted to be re-positioned however the helix would not retract. The lead was capped and replaced. The patient was in stable condition.